Manufacturer narrative:
Baxter) received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'not reporting upstream occlusion alarm when triggered' which was reproduced. The cause was determined to be ultrasonic sensor was out of specification which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had upstream occlusions. The event was discovered at the test bench. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported not reporting upstream occlusion alarm when triggered, which was confirmed during evaluation. The cause was determined to be the ultrasonic sensor being out of specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a false upstream occlusion during testing. The cause was identified to be the ultrasonic sensor being out of specification which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.